Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded and exposed the coil. Abrasions are indicative of exposure to constant friction with another implantable device.